Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front therapy electrode that is blistered with sores, raw and painful. Patient also reports her back is irritated and broken out. There was no alleged device malfunction contributing to the irritation. Patient reported improvement with since speaking with her doctor, using cream, and removing the lv for short times during the day.